Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the time on the pump had changed without user intervention on two occasions. The distributor stated that on one occasion the time was set to am instead of pm, and a couple of days later the time had reportedly moved ahead by an hour. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings:there was no activity related to the complaint observed in the pump histories. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.